Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the moderately calcified first diagonal branch. A unspecified size promus premier¿ stent was selected to treat the lesion. During advancing, it was noted that the stent came off from the stent delivery system. The stent was not retrieved. An unspecified small balloon was able to be inserted through the undeployed stent. An unspecified big balloon was used to appose the stent to the vessel wall. The procedure was completed with the deployment of the stent in the left anterior descending (lad) artery. No patient complications were reported and the patient's status was stable.